Event description:
Pt reported seeking treatment, at the hosp, for high blood glucose (`600 mg/dl). They indicated that they were diagnosed with diabetic ketoacidosis, and an unk type of infection. Additionally, they reported that their white blood cell count was elevated. Pt was treated with an insulin drip, and remained hospitalized for the next 3 days. Pt indicated that they were discharged from the hosp once their white blood cell count returned to a normal range.